Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA # is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 3.0x23mm xience pro stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 3.5x18mm xience pro stent implant. Post-dilatation was performed with a non-compliant non-abbott balloon dilatation catheter (bdc) to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.